Manufacturer narrative:
The production history for the device was reviewed and no anomalies were identified. The lot met all test release criteria. Nothing was found to indicate a manufacturing related cause for this event. This is the first reported complaint for this lot number and issue to date. The result of the investigation is unconfirmed for the break failure mode reported. However a detachment was observed, the balloon was detached from the outer at the proximal bond. The inner was also stretched in the detachment area. The sleeve was easily removed during the evaluation. The definitive root cause for the break issue could not be determined based upon available information. The manufacturing documentation was reviewed and shows no anomalies with the manufacture of this lot to suggest a product issue. It is unknown whether handling or procedural techniques during device preparation contributed to the reported event. The IFU for the savvy long product (in096 rev 05) was reviewed and contains the following information relevant to the reported event: precautions: carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Directions for use: inspection and preparation: note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy long catheter across the balloon during any inflation of the balloon. Remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Expiry date: mar/2019.

Event description:
It was reported that during preparation, a break on the pta balloon catheter was allegedly identified. It was further reported that the protective sleeve on the balloon could not be removed without further damage to the balloon. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. Expiry date: mar / 2019.

Event description:
It was reported that during preparation, a break on the pta balloon catheter was allegedly identified. It was further reported that the protective sleeve on the balloon could not be removed without further damage to the balloon. There was no patient contact.